Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had a button a button that did not work. The epg passed incoming testing. The epg was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a button a button that did not work. The status of the epg is unknown. There was no patient involvement.